Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, an issue related to the device's oxygen blending module board and blower motor was observed. The device's oxygen blending module board and blower motor need to be replaced to address the issues.